Manufacturer narrative:
Per the t:flex cartridge instructions for use: the t:flex cartridge is contraindicated for use with products other than u100 humalog and u100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. During troubleshooting with tandem technical support, the customer declined to reload the cartridge. The customer's blood glucose level was 214 mg/dl. The customer's healthcare provider instructed the customer to revert to using insulin injections to manage diabetes until the customer replaces the pump. Reportedly, the customer had been using a u200 insulin in the cartridge.